Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2021. During the procedure, attempts were made to reinflate the balloon after it lost pressure but would not inflate. It was noted that the balloon popped. Reportedly, the device was then removed and the procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.